Manufacturer narrative:
G4: 23jul2020. B4: 29jul2020. The fse (field service engineer) evaluated the device and confirmed the reported problem. The fse replaced the oxygen solenoid valve and the reported problem was resolved. A oxygen solenoid valve was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to unknown debris wedged between the orifice body and seal inside the oxygen valve solenoid assembly. The determination was made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22apr2020 b4: (B)(6)2020. The customer did not approve the repair. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13jan2020.

Event description:
The customer reported a failing oxygen leak test and that the flow was reading accurately but no flow. There was no patient involvement.